Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by patient's mother that the patient had been taken to the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 569 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, the presence of ketones (2+), vomiting and abdominal pain. Patient was initially treated at the ER with an insulin drip and glucose drip, and was transferred to another facility where the same method of treatment was received. Patient spent 8-9 hours in the first facility, 24 hours in the 2nd facility, and was eventually released when bg level decreased to around 130 mg/dl and 150 mg/dl. Patient was also prescribed lantus (20 units daily) and novolog insulin (1 unit per 7 carbs) as continued treatment.